Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval. The following additional MDR has also been submitted with the following suspect product: 3005248192-2024-00061, with suspect product alinity m hr hpv amp kit list number 08n53-002, serial number (B)(6) .

Event description:
The customer reported two false negative samples sample ids (B)(6) for hpv45 target on the alinity m hr hpv assay while using the alinity m integrated reaction unit (iru). The field application specialist (fas) downloaded log files: sid (B)(6) was processed on (B)(6) 2024 with result "not detected". Visual curve inspection showed presence of "hpv45" signal around the cut-off that was not called by the software. The sample was re-processed on (B)(6) 2024 with result "hpv45" detected. Sid (B)(6) was processed at (B)(6) 2024 with result "not detected". Visual curve inspection showed presence of "hpv45" signal that was not called by the software. The sample was re-tested on (B)(6) 2024 with result "hpv45" detected. All reagents and consumables were the same for all runs except for the iru. The customer reported that each test was performed from a sample that was freshly aliquoted from the same master sample. Fas downloaded log files via abbottlink. Log file analysis revealed that two samples in question (sids (B)(6) were not re-tested any further. The customer provided information that results for both samples were released from the laboratory on (B)(6) 2024 as "hpv 45" positive. There was no report of impact to patient management.

Manufacturer narrative:
Likely cause within the complaint ticket was removed from alinity m system, list number 08n53-002 for this incident. Therefore, this report is no longer related to MDR 3005248192-2024-00061.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation the file sample testing did not identify a product deficiency for the alinity m hr hpv amp kit (list 09n15-090) lot 394665. Customer data review customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. The validity of the run met assay specification requirements. A product deficiency was not identified from this analysis. Quality data review device history record / batch record review: the device history records (DHR) review for alinity m hr hpv amp kit (list 09n15-090) lot 394665 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m hr hpv amp kit (list 09n15-090) lot 394665 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 394665. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m hr hpv amp kit (list 09n15-090) lot 394665 was not identified.